Event description:
According to the reporter, during a whipple's/pancreaticoduodenectomy procedure, the device fired half way with complete staples; the rest were incomplete towards the distal end, and the staples did not form. Another reload was used, fired half way (distal), then staples did not form a "b" shape, and the staple line for both reloads was incomplete. A new handle and reload were used and suturing as a staple line replacement. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot#p4f0805); sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot#n4h1675y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.